Manufacturer narrative:
Trackwise #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device was returned to the factory on 08/20/2020. An investigation was conducted on 08/28/2020. A visual inspection was conducted. Signs of clinical use and slight evidence of tissue was observed on the tip of the hot jaw. The heater wire was observed to be flexed away at the center of the hot jaw remaining attached at the base, but detached at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact. The shaft was bent at the pivot point approximately one inch below the base of the jaws. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was not conducted to evaluate the device function due to the damage to the heater wire and the bent shaft tip. Based on the results of the evaluation, the complaint for the reported failure "failure to deliver energy¿ was not confirmed but confirmed for the analyzed failures ¿material twisted/bent; wire¿, and "material twisted/ bent shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 energy wasn't working prior to use on the patient. This is correct protocol to test energy before use to be sure there is no failure of device. In this case there was a failure of the device. A replacement device was used to complete the procedure. No patient involvement.